Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. This report is submitted on october 11, 2023. Device analysis report attached.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 01, 2023, was filed inadvertently. No extrusion has occurred. Any further information will be provided with report number 6000034-2018-01870. This report is submitted on november 07, 2023.

Event description:
Per the clinic, the patient experienced extrusion and an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. The recipient then underwent a skin revision surgery (specific date not reported), to have the site cleaned, however, this did not alleviate the problem. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on june 01, 2023.